Manufacturer narrative:
E1 to be continued: (B)(6). Chiba prefecture the device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects. Universal cord had foreign objects. Due to adhesive peeling on the bending section cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Bending tube was deformed. Bending section cover had a scratch. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability did not meet the standard value. Light guide bundle had breakage. Universal cord had a scratch. Lightguide lens had a crack. Plastic distal end cover had a scratch. Connecting tube had a dent. Connecting tube had coating peeling. Connecting tube had a scratch. Connecting tube had a wrinkle. Objective lens had a scratch. Indication on suction connector was peeled. Suction connector had discoloration. Suction connector had a scratch. Protector of universal cord on suction connector side had a scratch. Universal cord had a scratch. Grip had a scratch. Switch box had a scratch. Switch 4 had wear. Forceps elevator lever had a scratch. Forceps elevator knob had a scratch. Upward/downward knob had a scratch. Right/left knob had a scratch. Control unit had discoloration. Control unit had a scratch. Light guide bundle had breakage. Electrical connector had corrosion due to water leakage. Suction connector had corrosion due to water leakage. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive on plastic distal end had a chip. Suction cylinder was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.